Event description:
It was reported that patient was having redness and swelling over stimulator site that started 3 days prior to report. It was added that lab work was done 2 days prior to report and no infection noted. It was indicated that it was a possible migration of a stimulator. It was noted that patient experienced pain, redness, swelling over stimulator site. It was added that patient likely has a stimulator that was flipping in the pocket and was to follow up with healthcare provider (hcp) next week from the day of the report for further exam. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va04smb, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04smb, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).